Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline kinked and could not be opened. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the m2 segment left middle cerebral artery. The max diameter was 14.8mm, and the neck diameter was 14.8mm. The patient's vessel tortuosity was moderate. The landing zone was 2.55mm distal and 3.28mm proximal. Dual antiplatelet treatment was administered. It was reported that the pipeline reached the lesion site. The microcatheter was withdrawn and they tried to deploy the stent. The distal was opened, but after cornering and covering the neck of the tumor, it was suspected to be kinked. At the same time, the proximal coverage length was not ideal. They recovered the stent, adjusted the distal landing point, and re-deployed the stent. The corne ring position confirmed that there was a kink and could not be opened. They recovered the stent again and deployed it again. After increasing and decreasing tension operation and swing, there was an inability to unwind the kinked state. The pipeline was recovered and a replacement was deployed to complete surgery. The patient did not experience any injury or complications. Angiography post procedure showed obviously slowed down blood flow. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 5f navien catheter and a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. ¿ visual inspection/damage location details: no bend was observed on the pushwire. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and slightly frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid appeared fully opened and damaged. However, the pipeline flex was confirmed to have damaged braid as the distal and proximal ends of the pipeline flex braid appeared fully opened and slightly frayed. However, the cause for damage could not be determined. Possible cause includes re-sheathing the device more than recommended two times. There was no non-conformance to specification that may have contributed to the damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.